Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that insulin pump alarmed for pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer¿s blood glucose was 9mmol/l at time of incident. Displacement test was performed and passed. Customer states that they are able to rewind the pump. Customer advised to monitor the pump and call back if issue persists. Product will not be return for analysis.